Event description:
Paramedics responded to a pt, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes, but according to the reporter, the device alarmed connect cable and wouldn't monitor the pt or allow it to be used for defibrillation. A backup was called for while the pt was connected with ECG leads and CPR performed. Drugs were administered and the pt regained a pulse. The pt was then connected to the backup defibrillator with the already attached electrodes and transported to the hospital ER. No adverse affects to the pt were reported as a result of the device use.

Manufacturer narrative:
Therapy cable. The facility sent the device to their hospital biomedical department who evaluated the device and observed a low voltage pin from the therapy cable broken off and stuck in its corresponding socket of the device's therapy connector. The biomed department pulled the pin from the therapy connector and retained the therapy cable. Medtronic shipped the customer new therapy cables and reviewed information and daily visual inspection and functional tests with test loads.